Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited reversed right atrial (ra) and right ventricular (rv) leads within the header. It was noted that a remediation procedure was scheduled. No adverse patient effects were reported. This crt-p remains in service. Additional information was received that a revision procedure occurred, during which the leads were reconnected to their appropriate ports within the header. Prior to correction, the rv lead was pacing and sensing the ra, and the ra lead was pacing and sensing the rv. As a result of this non-optimal pacing configuration, the patient experienced a decrease in ejection fraction. Following the revision, ejection fraction was expected to improve. No additional adverse patient effects were reported. The crt-p remains in service.